Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (severe calcification, stenosis). Inherent risk of procedure (stent deformation). Deformation problem (stent). Evaluation conclusion: known inherent risk of a procedure. (Stent deformation). Device failure related to patient condition (severe calcification, stenosis). (B)(4).

Event description:
It is reported that an endeavor resolute rx device was being used to treat a severely calcified lesion with stenosis in lad. The lesion was pre dilated but the device could not pass the lesion and the stent got deformed. The device was inspected prior to use with no abnormalities noted. The device was prepped before use according to instructions for use. No difficulties reported during removal of the device. No patient injury reported. Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. The 8th distal stent segment was raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).